Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The entire procedure was guided by intracardiac echocardiogram (ice) not transesophageal echocardiogram (tee). A watchman truseal access system (was) was positioned and multiple watchman flx laa closure device & delivery systems (wds) were used. In the first three deployment attempts each device landed far too proximal and the implanter was unsuccessful in advancing the flx ball deep enough to eliminate a prominent shoulder. The patient was under local anesthesia and there was significant respiratory variation during each deployment. On the final device attempt, the physician had advanced the was, with the pigtail catheter, deeper than in previous attempts. A perforation and subsequent pericardial effusion was noted on angiogram during deployment of the fourth device while in the flx ball state. It is unclear if the perforation occurred due to recapture of the third device or due to the was positioning on the final attempt. The physician immediately recaptured the device and began the process for a pericardiocentesis. Ultimately, no watchman device was implanted. The patient was taken to surgery to repair the laa perforation and the laa was clipped with a non-boston scientific device. The patient was reported to be recovering well post-surgery. The following day the physician reported the patient had been extubated and was doing "fantastic".